Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. No product problem reported. Customer called for training. Most likely underlying root cause of malfunction: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 05/05/2017, 05/06/2017, 05/07/2017 and 05/08/2017 in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer called requesting assistance in running a blood test. During the call on (B)(6) 2017, a blood test was performed by the customer non-fasting and produced test result of 371 mg/dl using truemetrix air meter. The customer's expected non-fasting blood glucose test result range was undisclosed. The customer stated that she was feeling tired and fatigued. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 03/17/2018 and open vial date at time of call is one month. The meter memory was not reviewed for previous test result history.